Manufacturer narrative:
Testing and investigation found that the device delivered more than intended. This was due to the mechanism being out of calibration. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report that the device continuously alarms cassette error. This is not a reportable malfunction. However, during verification testing at the service center, the device delivered more than intended.